Manufacturer narrative:
(B)(4). 6f sheath, 18f cook sheath, 18f dilator, pfo-occluder, heparin. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an emergency retrieval maneuver for retrieval of a patent foramen ovale (pfo) occluder lost in the thoracic aorta. The sheath was upsized to 18f and the pfo retrieval procedure was completed. The sutures of the first proglide device were successfully tightened. Reportedly, during suture tightening of the second proglide device, a suture break occurred. Manual compression was performed and the patient underwent surgical closure of the arteriotomy under general anesthesia. A small hematoma was noted prior to the surgical closure. No treatment was provided for the hematoma. There was a clinically significant delay in the procedure due to the surgical closure of the arteriotomy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.